Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the ventilator required the flow sensor calibration. The se performed all calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time the event occurred. Although requested, information regarding to the use of the ventilator and patient outcome (if applicable) was not provided.